Event description:
The customer observed a false elevated architect ca 19-9xr result for a patient sample while running on the architect i1000sr analyzer. The customer was unable to provide clinical history of the patient. The following results were provided: sid (B)(6) : initial result from an aliquot tube: 62.87 u/ml, repeat result: 3.99 u/ml, repeat result using the original tube: 3.87, 3.61, 4.04, 4.11 u/ml the customer stated the quality controls were in range before the sample was tested and the repeat controls were in range after the test. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6) (not enough characters in the field to populate). Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false elevated architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Complaint activity was reviewed and did not identify an increase in complaint activity. Tracking and trending was reviewed and did not identify any related trends. The historical performance of reagent lot 36628fp00 was evaluated using customer data worldwide for architect ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 36628fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 36628fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed and did not identify any non-conformances, deviations, or potential non-conformances related to the issue under review. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency for architect ca 19-9xr reagent lot 36628fp00 was identified.